Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of at least 400 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 118 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.